Manufacturer narrative:
Age at the time of event: roughly (B)(6) years old. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134266-2015-04975. It was reported that removal difficulties occurred. The target lesion was located in the proximal saphenous vein graft. A 190cm filterwire ez embolic protection system and a promus premier¿ drug eluting stent were selected to treat the lesion. During the procedure, the physician observed that the retrieval sheath was caught on the newly deployed promus premier¿ stent and the physician could not retrieve the filter. The filter was attempted to be removed without the retrieval sheath. The physician hooked the stent with the filter and pulled the stent into the proximal saphenous vein graft. The filter was eventually able to be removed. However, the stent was crumbled up in the proximal saphenous vein. The procedure was completed with ballooning and implanting another stent over the damaged. No patient complications were reported and the patient's condition was fine.